Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that twelve weeks post-op, a mobi-c implant at c5/c6 was found to have become misaligned and caused anatomical changes to the c6 vertebra, described as it being compressed. Specifically, the superior endplate of c6 has 45 degrees of deformation due to compression. Imaging from two weeks post-op showed no radiographic differences from immediately post-op, implying that this occurred between two and twelve weeks post-op. There were no patient symptoms, but a revision surgery was performed to perform a corpectomy and convert to fusion.